Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the spirit combo insulin pump will not turn on. The device was returned. Manufacturer's local lab reported a defective button was found during investigation. No adverse event was reported.